Event description:
Pt is a resident of a nursing facility. Pt fell onto a couch and has had a continuous pain and limp since the event. X-ray of hip identified a dislocated and fractured total hip. Total hip was placed in the early 1990's. Pt cannot provide info.